Event description:
It was reported that since the day the patient came back from surgery, the patient keeps coughing and every time they give her food or even water. She coughs as bad as it seems like she is choking. This only started after the surgery. The cough returns when the family have tried reverting to previous consistency with fluids and food. She is waiting for a sleep nasoendoscopy and had a video fluoroscopy. She is still unable to sneeze or vocalize. No other relevant information has been received to date.

Event description:
It was later reported that per the physicians assessment, the cause of coughing and swallowing issues is possibly related to vns stimulation and surgery. They are waiting on a nasoendoscopy to see which vocal cord has paralysis. The intervention taken for the cough and swallowing issues is that the speech and language therapists team is involved, and has had video flurososcopy. The patient had their device disabled. No other relevant information has been received to date.